Event description:
It is reported that a retrograde femoral nail was used for a femoral condylar fracture in 2004. Teh cortical screw that was used for the fixation of the distal middle hole came off the nut about three months later. The patient underwent re-operation in 2005.